Event description:
It was reported to boston scientific corporation that an advantage fit transvaginal mid-urethral sling system was implanted during a procedure on (B)(6), 2009. According to the complainant, the patient experienced pelvic pain, abdominal pain, depression, anxiety, cramping, vaginal discharge, urinary problems, urinary incontinence, and dyspareunia (specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.